Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2017 due to pain, elevated metal ions, osteolysis and wear.

Manufacturer narrative:
Medical product: metasul ldh, head, 44, code j, taper 18/20 catalog no# 0100181440 ; lot no# 2384598, metasul ldh, head adapter, m, 0, taper 12/14-18/20 catalog no# 0100185146 ; lot no# 2394077, femoral stem fiber metal taper collarless 12/14 neck taper catalog no# 00786201300 ; lot no# 60785729. Therapy date : (B)(6) 2017. Additional information was received on (B)(6) 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to pain, elevated metal ions, osteolysis, wear and fluid collection.